Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, and was believed to be fractured. The lead was surgically abandoned and it was noted there was damage to the lead body likely due to clvicular crush. A new rv lead was implanted without incident. To date, no additional adverse patient effects have been reported.